Event description:
Clinician reported what appears to be intermittent noise on the rv channel in recordings transmitted to home monitoring. The rv pacing threshold increased by approximately 1.0 v since last follow-up. Lead remains implanted and will be evaluated further. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2022 lead was explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2022 lead was explanted. Upon receipt, the lead under complaint was found cut 11 cm distal to the df4 connector pin. The proximal and distal fragment were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed calcified appearing tissue residuals on the rv shock coil which had impact on the maneuverability of the lead and led to excessive mechanical stress. In this region the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with tissues should be taken into consideration. Furthermore, the conductor cables leading to the ring electrode and to the rv shock coil were found fractured between 25.5 cm and 22 cm proximal to the lead tip. These fractures most likely resulted from the extraction procedure, the lead was found stretched in this region indicating applied tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.